Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided and reviewed. The investigation is inconclusive for the reported filter tilt and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device and difficult to remove. The information was received from a single source. This malfunction involved one patient with no patient consequences. A male patient weighs 165 lbs and his age was not provided.